Event description:
During a total abdominal hysterectomy procedure, the staples did not form prooperly. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The user facility did not return the product for evaluation.